Event description:
Information was received indicating that during use of a smiths medical cadd extension set, it was noted that the set leaked. No patient consequences were reported. No adverse effects were reported.